Manufacturer narrative:
(B)(4). Method: the subject rt225 infant ventilator circuit was not returned to fisher & paykel (f&p) healthcare new zealand for evaluation as the device had been discarded by the healthcare facility. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that an rt225 infant ventilator circuit failed the ventilator leak test prior to patient use. The subject device was not returned to f&p healthcare in new zealand for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt225 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt225 infant ventilator circuit show in pictorial format the correct set-up of the circuit and also states the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in china reported that an rt225 infant ventilator circuit failed a ventilator leak test prior to patient use. There was no patient involvement.